Event description:
It was reported that during a lap. Cholecystectomy procedure, one of the c4103, a-trac grasper inserts could not be located. The pt was searched internally and the insert could not be located. An x-ray was performed and the insert could not be located internally. The remaining insert of the pair was disposed of and will not be returned for eval.